Event description:
The patient fell and her leads migrated. She was not getting adequate pain coverage. A lead replacement was performed. The patient had good stimulation after replacement. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).